Event description:
Complainant alleged that during functional testing, the device's display was flickering. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a software timeout which caused the device to be powered on for 17 hours which depleted the batteries. It is unknown what caused the software timeout; however, the main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.